Event description:
The customer reported that the device had a red x with a service error message. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.